Event description:
New information received notes programming changes were completed. A transmission was received following the programming changes and the patient came into clinic for an additional follow up and no issues were observed. The patient was doing well.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.